Event description:
It was reported that the device would not power on. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Customer declined physio-control's device eval repair/offer. The root cause of the reported malfunction is unk.